Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for investigation. The staff at the medical center disposed of the complaint device before they could be requested for investigation. Our investigation is based on the information provided by the medical center, previous investigations of similar complaints, and our knowledge of the product. Results: it was reported that the CPAP probe of the bubble CPAP generator moved by itself during use. A lot check was not performed as lot information was not provided. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the medical center. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and the use of a pressure manifold with the breathing circuit, to reduce the risk of unsafe circuit pressure. The bubble CPAP system is for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level."; "regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the CPAP probe of a bubble CPAP generator, which is part of the bc163 bubble CPAP system kit, moved by itself during use. No patient consequence was reported. It was also reported that the complaint device was discarded at the medical center's facility.